Manufacturer narrative:
This investigation is completed. Should additional information become available this investigation will be updated.

Event description:
It was reported that the patient visited the hospital, and it was noted that the polarity of the system had changed to the lead safety switch being triggered. Out of range pace impedance measurements were seen on the right ventricular lead as well as noise. After the polarity was switched to unipolar configuration no issues were noted. A fracture of the lead was suspected and thus was replaced. The lead remains in the patient's body. No adverse patient effects were reported.